Manufacturer narrative:
During use in patient, there was difficulty tracking the blue aviator plus stent delivery system (sds). As a result, the stent dislodged from the sds in the deep femoral artery. There was no patient injury. The stent was deployed and left in the deep femoral artery. The procedure was a vertebral artery stenting procedure. The blue aviator plus sds was chosen. There was no damages noted to the sds packaging. There was no difficulty removing the sds from the package. There was no difficulty prepping the sds. The sds was inserted femoral and it was difficult to advance during the delivery process, so the system was withdrawn, and the stent fallen off from the delivery system in the femoral artery (the balloon was not expanded during the whole process). The user deployed the stent at the location the stent dislodged. After the stent was deployed, another competitor's sds was used to complete the procedure in the vertebral artery. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 82219914 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ and ¿stent delivery system (sds) tracking difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity.¿ this is considered off label usage as the vertebral artery arises cranial to the aortic arch. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use in patient, there was difficulty tracking the blue aviator plus stent delivery system (sds) as a result, the stent dislodged from the sds in the deep femoral artery. There was no patient injury. The stent was deployed and left in the deep femoral artery. The procedure was a vertebral artery stenting procedure. The blue aviator plus sds was chosen. There was no damages noted to the sds packaging. There was no difficulty removing the sds from the package. There was no difficulty prepping the sds. The sds was inserted femoral and it was difficult to advance during the delivery process, so the system was withdrawn, and the stent fallen off from the delivery system in the femoral artery (the balloon was not expanded during the whole process). The user deployed the stent at the location the stent dislodged. After the stent was deployed, another competitor's sds was used to complete the procedure in the vertebral artery. The device will be returned for analysis. No other information was provided.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.